Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced pain and disability. All other information is unknown.

Event description:
The physician confirmed that the patient was last seen in (B)(6) 2011 and she reported no pain or complications at this time.

Manufacturer narrative:
Information received from phone conversation with physician on (B)(6) 2012.